Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, testing showed the leaflets were fully mobile. Visual inspection of the valve identified two chip outs in the orifice rim and a crack in the orifice that appeared to be the result of something being inserted into and grasping the valve orifice during the implant procedure. Therefore, a limited visual inspection of the carbon assembly was completed. The carbon components were not disassembled and the orifice and leaflets were not measured due to the received condition. The as-returned tissue annulus diameter, sewing ring torque and stiffening ring roundness were measured and observed to be within specification. Based on the available information and analysis, a conclusive cause of the leaflets not opening as expected could not be determined. However, this event may have occurred due to a sizing error, as it was reported that the valve was replaced with a smaller-sized valve of the same model that produced the expected results. (B)(4).

Event description:
Medtronic received information that during the implant of this mechanical heart valve, it was reported that the valve leaflets were not opening as expected. Rotation of the valve did not improve the leaflet motion. The valve was explanted and replaced with a smaller version of the same valve, which produced the expected valve leaflet motion. No adverse patient effects were reported.

Manufacturer narrative:
The product has been returned and analysis is pending. Upon completion of analysis, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.